Event description:
A customer reported receiving a malfunction alarm with code 16-0x20e6. There was no reported impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.